Event description:
It was reported that patient was lightheaded and dizzy and did not tolerate well with the rate response adjustment made to the implantable pulse generator (ipg) device a few weeks ago. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).